Event description:
A customer contacted beckman coulter inc., (bec) and reported that the nucleated red blood cells (nrbc) chamber overflowing condition which was cleared by the customer a day before reoccurred. The issue is associated with the unicel dxh 800 coulter instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and facemask. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. The laboratory has an exposure control plan in place. Material safety data sheet (msds) was not reviewed. The spill was cleaned up by the operator. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. Per fse, patient samples and qc were run on this instrument until service arrived on (B)(4) 2011. All parameters were within specified ranges during this time for all levels prior to running patient samples. The fse replaced three (3) mixing chambers, one was needed but changed all three to assure there were no other problems. The fse verified repair per established procedures and results meet published performance specifications. System verification recorded in customer's qc records. Root cause for the nrbc chamber overflow was a defective nrbc chamber. (B)(4). An MDR associated with this event: 1061932-2011-02185.